Event description:
After patient treatment with cosmoplast in the cheeks, the patient experienced redness at the injection site. The patient also noted two cysts below the injection site that were resolved by a cortisone shot.